Event description:
During an in clinic follow up, episodes of post paced t wave oversensing (pptwos) were observed on the device. Additionally, due to the frequent pptwos the device was unable to calculate the defibrillation impedance. No intervention has been performed at this time. The patient was stable and will continue being monitored.